Event description:
It was reported that during an unknown procedure, "product had problem with staplers not enough and form from proximal to distal." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Three reloads were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, "product had problem with staplers not enough and form from proximal to distal." Were the staples malformed (irregular in shape, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were there staples missing from the staple line?